Event description:
The facility stated that the surgeon attempted to implant an aq2003v 3 piece silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No pt contact. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.